Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the log files confirm ventricular assist device (vad) disconnect alarms and controller power up, also associated pump start events and loss of power to the controller on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found at home by her home nurse. It was stated that nobody described any controller visual issue or with power sources. It was also stated that the doctors think about a suicide. There will be no autopsy and no devices will be returned.

Manufacturer narrative:
Product event summary #the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned controller passed visual examination and functional testing. Log file analysis revealed a controller power up event on (B)(6) 2018 at 16:55:48. The data point prior to the controller power up, logged on the controller's internal logs at 10:09:59, revealed that no power source was connected to power port 1 and battery was connected to power port 2 with 23% relative state of charge (rsoc). The data point after the controller power up event, logged at 16:56:24, revealed that the same battery was connected to power port 1 and another battery was connected to power port 2. The controller was without power for 6 hours, 43 minutes, and 54 seconds. Four (4) additional controller power up events and three (3) vad disconnect alarms were logged on (B)(6) 2018 between 16:57:22 and 17:00:30, likely during the troubleshooting process. As a result, the reported controller loss of power and vad disconnect alarm events were confirmed. The vad disconnect alarms are indicative of physical disconnections of the driveline from the controller. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was home and had a double disconnect of power sources and patient died. Reason for the disconnect was unknown.